Manufacturer narrative:
The patient experienced hypertension or versioning of hypertension post procedure. There is no information received regarding history of cardio-vascular conditions, other pertinent medical condition (like infection) or anxiety. A supplemental report will be submitted if and when requested additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient treated with coolsculpting to infra scapular area, lower & mid abdomen, and submental area on (B)(6) 2021 using elite c240, c80, and c150 applicators experienced shaking 7 minutes post treatment with pulse 90s and 100s, blood pressure 180/100 mmhg and was sent to urgent care. Though requested additional information including diagnosis, medical history, duration and event treatment were not provided.

Manufacturer narrative:
Corrected data: d1, d4, g1, h6.

Event description:
Allergan aesthetics received a report that a patient treated with coolsculpting to infra scapular area, lower & mid abdomen, and submental area on (B)(6) 2021 using elite c240, c80, and c150 applicators experienced shaking 7 minutes post treatment with pulse 90s and 100s, blood pressure 180/100 mmhg and was sent to urgent care. Though requested additional information including diagnosis, medical history, duration and event treatment were not provided.